Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient reported that they didn't think the therapy was working at all. The patient stated that they had a hard time urinating normally and they were retaining urine. As a result, the patient said they kept getting infections and their bladder hurt. The patient connected to the ins during the call and confirmed therapy was turned on. Agent reviewed programming considerations and the patient decided to increase stimulation. After the patient increased stimulation, they thought they might have felt a little bit of stimulation. The patient will maintain stimulation level and continue to monitor symptoms. The patient mentioned that they have an appointment with their managing healthcare provider in early december. The patient mentioned a historical event which included that they were in severe pain in their whole pelvis for about a week when they first got the ins, and they thought it was because the stimulation level was too high.